Event description:
Product was used in the lcfa following a diagnostic catheterization procedure with no apparent complications. Later that day a femoral bruit was noted. An ultrasound of the left groin showed turbulence in the distal cfv and venous flow at the level of the sfa, suggesting an av fistula. Occlusive pressure and sand bag (overnight) were not successful in controlling fistula. Surgical repair was done.